Event description:
It was reported that the user experienced elevated glucose after overtreating a low by consuming approximately 40 g of oral glucose, followed by announcing a usual meal, which led to persistent hyperglycemia while the ilet was in its learning period, and this was addressed through troubleshooting and education on appropriate hypoglycemia treatment and avoiding overcorrection. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to an improper or incorrect method of treating hypoglycemia, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance